Event description:
It was reported that underfill occurred during use with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, "customer experience that it´s difficult to reach recommended fill volume in citrate tube. They use eclipse signal and push-button ut. This issue has been for quite a time." 400 occurrences were reported.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Evaluation/testing of the customer samples was performed and underfill was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 626442. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, "customer experience that it´s difficult to reach recommended fill volume in citrate tube. They use eclipse signal and push-button ut. This issue has been for quite a time." 400 occurrences were reported.